Event description:
It was reported that the device was used during a laparoscopic appendectomy. The surgeon and the tech heard the click when loading the cartridge. The cartridge started shooting out of the jaws, the tissue was cut and a few staples deployed but were malformed. The surgeon secured the area herself and removed the device from the field. The surgeon asked what had happened and they reviewed the cartridge and noticed it had been long loaded. There was no adverse consequence to the patient. On what tissue type was the device used? Appendix. At what location on the tissue? Base of the appendix. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, lower firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Appendicitis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge. The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the pan damaged from the distal part. The damage to the pan in consistent with attempting to fire through a cartridge not properly loaded. When inserting the reload, make sure it is fully seated; for more information, please refer to the instructions for use. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.